Event description:
During a prostate resection, the resectoscope cord caught fire while in use by the physician. The fire was in the cord only. The tip was not involved. The duration of the fire was 2 seconds. The electrosurgical machine was set to maximum (120 w coag/300 w cat). Pt had a 1 cm area of redness on his penis. No treatment was required.

Manufacturer narrative:
A visual examination revealed broken and uneven wires approximately 1/4" from the snap on connector. The sheathing is burned and the cord is separated from the connector. The damage is too severe to identify the root cause. The customer stated that there was a 1 cm redness on the penis, which indicates there may have been a break in the sheathing and the wires shorted to the pt. The uneven wire breakage may indicate a fatigue failure from repeated use. The cord appears to have seen much use (bovie connector is discolored from use and has numerous nicks and scratches). This cord has been in the field for over three years.